Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was not successfully implant after it became stuck in the tricuspid trabecula. The physician tried for approximately an hour to remove or reposition the lead using a variety of stylets without success. The lead remains implanted but surgically abandoned. No additional adverse patient effects were reported.